Event description:
It was reported, during final tightening, the plug stripped. The plug was removed and discarded.patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
The device was not returned and therefore no functional or visual evaluation could be completed. However, a review of the manufacturing records found no dimensional, functional, or material anomalies in the documentation. No adverse effect was reported as a result of this event. The most probably root cause for the reported event is excessive torque forces during insertion.